Event description:
Lab result discrepance, method to method. Facts: a pt was seen in the emergency room for ingestion of toxic substances. Hosp's laboratory performed a qualitative acetone and sent the same specimen out for an quantitative acetone. Laboratory performed the test using, bayer: acetest reagent tablets, lot 9b03f-a. The test performed at laboratory was repeatedly negative. The speciment was sent to quest diagnostic for quantitative acetone. The result from quest was returned as 842 mg/l two days later. Bayer rep investigated the product and had opportunitiy to test both the lot involved and the pt specimen. Bayer found the product is sensitive to acetone and would show a positive result at 270 mg/l and would show a strong positve at 570 mg/l. Bayer's conclusion: no problem with the bayer product. Quest rep was contacted and has reaffirmed result integrity. Quest believed their "gc" reporting a high level (toxic) acetone, with a pt specimen migration of 2.39 with acetone standard migration of 2.40 and control migration of 2.39 is confirmation. Conclusion: no problem with the result. The pt acetone level is 842 mg/l. As of 02/2001, the discrepant results are unexplained. Both bayer the MFR of acetest and quest diagnostics claim their product/result are not defective.